Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with eight clips remaining and one fully formed clip in the jaws. Based on the evaluation it was determined that the tip of the indexing tab was damaged causing the clips to not load or deploy properly and can be attributed to opening the handles after a clip has advanced and been loaded in to the jaws. Visual and functional testing of the returned product confirmed the product not to meet quality release specifications that were tested regarding the reported conditions due to the clips not loading properly and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a breast reconstruction procedure, the clip jammed when being deployed. The patient's tissue had to be excised away from the device. Another device was used to complete the procedure. Additional information has been requested regarding the procedure, but not yet received. A supplemental will be submitted upon receipt of any new information.